Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter had a cracked meter casing issue. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter casing issue began in (B)(6) 2014 (date unspecified) at approximately 8-9am, when the patient attempted to measure his blood glucose. The patient manages his diabetes with insulin and no adjustments. The patient stated he increased his dose of medication in response to the alleged issue. The patient stated that he experienced symptoms of ¿nausea¿ approximately 1 - 4 weeks after the alleged meter issue began. On (B)(6) 2014 at approximately 2pm the patient was reportedly ¿hospitalized¿ and received hcp treatment of humulin insulin 30 and also glipizide 10mg in response to the reported issue. The patient stated that his blood glucose was measured on (B)(6) 2014 at approximately 3pm using a lab device but he could not recall the result. At the time of troubleshooting, the csr noted that it was the first use of the product. The csr was unable to resolve the issue through troubleshooting as the patient had disposed of the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for signs / symptoms suggestive of severe hyperglycemia after the alleged meter issue began.